Event description:
The customer reported that there were intermittent failures in manipulator.

Manufacturer narrative:
This MDR is related to ge healthcare complaint. Results code: manipulator. The ge svc rep replaced the manipulator. The system operates as intended.